Event description:
It was reported that a bd pyxis¿ cii safe door had sharp edges which caused a superficial cut to a staff member at the general site. Medical intervention was not needed or provided. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.